Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), two x series devices were unable to pace. Please reference medwatch number 1220908-2026-00462 for the second report related to this patient event. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device logs were provided for review. Log review identified a single cable fault, defibrillation cable ID toggling resulting in "pads off," and intermittent pacer lead faults that could prevent pacing. Without the device and accessories, the root cause could not be established. Analysis of reports of this type has not identified an increase in trend.